Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, error code cf occurred. The user reported the calibrator worked fine when replaced. An alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to a patient as a result of this event.